Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the customer noted that after an hour into the operation, the gen11 ethicon generator had a message indicating that the harmonic ace instrument knife head was under too much pressure. The harmonic ace instrument knife head broke off and fell inside the patient. The fragment was visually located and retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 08-june-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument was in use for over an hour up until the reported event. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The surgeon was dissecting tissue at the time of the event. After the instrument blade broke off and fell inside the patient, the fragment was visually located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was not removed prior to the breakage. There was no resistance upon final removal of the instrument through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. It was confirmed there was no patient harm, injury or adverse outcome. The instrument is available for return to isi for evaluation. A video recording of the procedure is not available, but images of the instrument damage were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument has been received, but the failure analysis has not yet been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the analysis and/or if additional information is received. A review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# l90210913-0086) was last used on (B)(6) 2022 during this total gastrectomy surgical procedure with system (B)(4). The harmonic ace instrument is a single-use device. Images of the harmonic ace instrument related to this event were received and reviewed. The images confirmed that the harmonic ace instrument blade was missing/detached. This complaint is being reported due to the following conclusion: during a da vinci-assisted total gastrectomy surgical procedure, it was alleged that the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. The harmonic ace instrument was found to have a broken blade. The blade was broken at roughly 0.27¿ from the base and the broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken instrument blades is typically attributed to mishandling/misuse.